Event description:
The customer reported that the screen intermittently was whited out, thus no live image. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm cable was replaced. The system was then found to be operating as intended.